Event description:
It was reported that a leak was observed in a ce intermate "container." The device was filled with cancidas. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a supplemental MDR will be submitted.